Manufacturer narrative:
H4: the device was manufactured from june 9, 2020 - june 15, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) small volume folfusors ruptured bladder during filling. The set was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.